Event description:
It was reported that during a cardiovascular procedure, the reusable clip appliers was causing clips to scissor. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.